Event description:
It was reported to covidien that unit always on same temperature. The unit gave an alarm. The unit always heat on the same temperature, no step down. Unit in use with a pt, there was no pt harm reported.

Manufacturer narrative:
Investigation found heat settings not working, unit heats continuously, pcb board was defective and replaced. The manufacturer date is unk. The wt-5800 warmtouch is not distributed in the u.s.; however, the wt-5300 warmtouch is of essentially identical design and is distributed in the u.s. The 510k number for the wt-5300 warmtouch is k020604.